Event description:
A malfunction was reported on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer had not previously reported or reset the pump for this issue, so technical support provided guidance on resetting the pump and assisted in the process. After the reset, the malfunction code did not recur, and the customer was informed to continue using the pump and contact technical support if any issues arose.